Event description:
It was reported that the patient spends 10-15 hours on charging the stimulator. The recharger was not picking up the signals, and sometimes had 2-5 boxes. The last charge the patient had 2 bars and the rest of the time zero. This problem started 3-4 weeks prior. The patients family tried to hold the antenna, but this did not help. There was no thermometer on the screen. The recharger belt was also broken. Additional information received reported that the patient had no concerns. Additional information received reported that the patient had a loss of therapeutic effect. The patient¿s pain was reported as returning because she was unable to recharge her implantable neurostimulator (ins). The recharger was said to have been getting only two coupling boxes, where as it had previously been getting eight. It was stated that the last three times the patient had attempted to recharge in the past two months, the recharger had been getting only two boxes. It was further stated that the patient had lost about (B)(6) lbs. And the implantable neurostimulator (ins) was moving from side to side. It was noted that the last time the patient had recharged it took over 12 hours. It was noted that the recharger antenna had been damaged. Additional information received reported that the patient would get eight coupling bars when standing in her kitchen, but would lose all coupling strength when sitting. It was stated that the patient tried lowering the recharge antenna to a point that was directly over the ins and got two coupling bars. It was further stated that the antenna dial was then adjusted and through ¿six clicks¿ and throughout the process, zero coupling bars were seen. It was stated that the recharging belt didn¿t ¿want to hold it well.¿ it was noted that the patient¿s old recharging belt would work when the patient was sitting and had a pillow propped under her. It was stated that the patient used to lay and charge her ins while sleeping. It was also stated that the recharger had worked for 25 minutes on the day before this report, but then ¿clicked¿ and lost all of the recharge coupling bars. It was stated that the patient¿s legs were hurting again because she had turned off her ins to keep it from depleting. It was noted that the patient had scheduled an appointment with her healthcare provider for the monday following this report. Additional information received reported that the patient had received a new recharger and her ¿thing still didn¿t work.¿ it was noted that there was ¿no way to attach.¿ it was stated that the recharger had worked for about 1.5 to 2 minutes. It was noted that while recharging, the patient had been holding the antenna on her skin and ¿each click the bars change ¿ 5, 2, 0, 2, etc.¿ it was stated that the patient used to be able to stand, walk, sit, or lie down while charging. It was noted that the patient had an appointment scheduled with her healthcare provider for (B)(6) 2014. Additional information received reported that the patient was still having coupling issues. It was stated that with every ¿click¿ the coupling boxes would range from zero to four. It was stated that the recharger would not charge the patient¿s ins. It was said that the recharger would ¿cut itself off.¿ it was further stated that the new antenna the patient had received did not solve the issue, and the patient believed that the recharger itself was the issue. The patient was reported as having been ¿hurting badly¿ because she had turned off her stimulation on the night prior to this report because her ins would not charge at all.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37791, product type: recharger. (B)(4).